Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the stent and microcatheter were replaced and the surgery was successfully completed. The cause of the failure to open was not determined. The pipeline was locked inside the microcatheter.

Manufacturer narrative:
H3 updated product analysis: ¿ as found condition: the pushwire and phenom 27 catheter were returned inside the outer carton, inner pouch, biohazard bag, and shipping box. The braid was not returned. ¿ visual inspection/damage location details: the tip coil appeared to be stretched. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube was noted to be stretched with the ptfe shrink tubing still intact. No bend was found on the pusher. No damages were found with the distal marker, re-sheathing marker, or proximal bumper. The catheter tip and marker were examined, and no damage was found. However, the catheter body was found to be flattened from 7.0 cm and 14.0cm from the distal tip, and kinked at 38.5cm from the proximal end of the catheter hub. No other anomalies were observed. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the pushwire was returned without the braid. The cause of failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules them out as potential causes. The damage to the braid could not be ruled out as a potential cause. Since the braid was not returned, any contribution of the braid to the reported issue could not be assessed. The customer report of resistance during delivery" was confirmed, as the returned pushwire and catheter were found to be damaged. From the damages seen on the catheter body (flattening/kinking), tip coil (stretching) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to deliver the pipeline flex shield through the catheter against resistance. The cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during procedure. The customer reported that the ves sel tortuosity was moderate, which rules it out as a potential cause. The customer did not indicate whether a continuous flush with heparinized saline was utilized. Therefore, the lack of continuous flush could not be ruled out a possible cause. Since the braid was not returned, any contributions it has made to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pushwire was returned inside the outer carton, inner pouch, biohazard bag, and shipping box. The phenom 27 catheter and braid were not returned. Visual inspection/damage location details: the tip coil appeared to be stretched. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube was noted to be stretched with the ptfe shrink tubing still intact. No bend was found on the pusher. No damages were found with the distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the pushwire was returned without the braid. The cause of failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules them out as potential causes. The damage to the braid could not be ruled out as a potential cause. Since the braid was not returned, any contribution of the braid to the reported issue could not be assessed. The customer report of resistance during delivery" was confirmed, as the returned pushwire was found to be damaged. From the damages seen on the tip coil (stretching) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to deliver the pipeline flex shield through the catheter against resistance. The cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous f lush with heparinized saline during procedure. The customer reported that the vessel tortuosity was moderate, which rules it out as a potential cause. The customer did not indicate whether a continuous flush with heparinized saline was utilized. Therefore, the lack of continuous flush could not be ruled out a possible cause. Since the braid and catheter were not returned, any contribution they have made to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent pipeline shield did not open in the distal portion of the artery. All maneuvers to attempt opening as per the product's IFU were carried out, but without success. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured carotid aneurysm with a max diameter of 8mm and a 20mm neck diameter. Landing zone: distal: 4.79mm and proximal: 4.9mm. Access vessel was the femoral. It was noted the patient's vessel tortuosity was moderate. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. Dapt (dual antiplatelet treatment) was administered using acetylsalicylic acid (aas) and clopidogrel. The angiographic result post procedure was satisfactory. Ancillary devices include a sheath, guidewire, and phenom 27 microcatheter.